Manufacturer narrative:
G4: 09may2020. B4: 11may2020. The customer requested for onsite service by a field service engineer (fse). The fse accepted. Attempts were made to confirm that the field service engineer repaired the device. The customer did not respond to these attempts to obtain information regarding the device's repair. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.